Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the keypad buttons require multiple presses to elicit a response. The reporter noted the keypad was lifting, had to be put back on the buttons to use the buttons, and is unsure whether the damage or tactile changes occurred first. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn over the up arrow and down arrow buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the contrast keypad button was found to be intermittently unresponsive. The up arrow, down arrow and ok buttons responded appropriately. There was evidence of contamination found under all of the button contacts and the contrast contact was found to be missing. Unrelated to the complaint, evaluation revealed a crack along the battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.